Event description:
Used a CPAP machine from (B)(6) to (B)(6) 2021. Felt somewhat sick, nauseated, and dizzy the day after each use. Used it for a few days and then stopped, then continued on for a few more days. I continued to use it intermittently, never more than 6 days at a time. This machine was rented from a dme supplier in (B)(6). FDA safety report ID# (B)(4).